Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during drain 1 of 4. The technical service representative (tsr) had the home patient (hp) power cycle machine. The hc alarmed system error 2367 and ended therapy. The hp disconnected from machine to use restroom and did not use aseptic technique. The tsr advised they must connect and disconnect aseptically. The tsr advised the hp to start over with new supplies and contact the registered nurse (rn) about possible introduction of air in the lines. The samples are unavailable for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because it was reported that patient disconnected himself from disposable set; line disconnection (without proper emergency disconnect procedure) during therapy is a known cause of se 2240 alarm. Use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide (us 07-19-63-293) issued on july 2010 and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors.